Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were episodes of oversensing on the device resulting in a loss of pacing and the patient experiencing syncope. No intervention was performed to resolve the event and the patient was in stable.

Event description:
New information was received that the device was explanted.